Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states she met with the pt yesterday in office and the pt noted that when they turn the stimulation up on their interstim device, they feel stimulation turn up on their scs device. The rep notes that the pt did verify that the amplitude on the scs programmer does not reflect an increase but the pt reports increased perception and specifically noted she feels stim in her arm (caller unsure if this was the intended location or not). The caller state she elected to check impedances and change the pt's program on the interstim. The caller noted that when meeting with the pt yesterday, she noticed (the pt did not allege this or complain about this) that the handset was 'slow to respond' and 'took a while to connect'--the rep reported needing to 'hit (the up arrow) three times to increase'--the caller speculated that perhaps this had something to do with the pt's scs therapy allegation (this is why agent including this as well in this rtg). Agent to check with tech team to see if this is an issue that we can provide any considerations around. Rep reported that the cause was unknown. Rep changed programs, ran an impedance check. Patient will follow up with their pain doctor if the issue continues.